Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since (B)(6) 2019 the user has had a gradual decrease in hearing benefit when using the device. There is no report of any trauma to the head. The device was explanted and the user was re-implanted with another bone conduction implant.

Manufacturer narrative:
Device investigation results are indicative of broken transition wireguard and bifilar wires due to chronic movement, which have led to device failure over time. As confirmed in the device explant report form, the coil was placed on the outside of the temporalis muscle, resulting in inadequate device immobilization. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
Since (B)(6) 2019 the user has had a gradual decrease in hearing benefit when using the device. The hearing with the device was reported to be unstable with intermittencies before all access to sound was lost. The recipient was re-implanted with another bone conduction implant. According to the explant report the coil and demodulator were placed on the surface of the temporalis muscle.